Event description:
It was reported that the patient had a driveline infection with extra resisting pseudomonas aeruginosa.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had symptoms of fever, shudder, and post covid-19 symptoms. The driveline and blood cultures were positive for pseudomonas aeruginosa. The patient was given antibiotic treatment with zavisefta (ceftazidime/avibactam), colistin, and meropenem. The patient was treated with continued antibiotic treatment and driveline protocol management.

Manufacturer narrative:
Section b3: event date has been estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.